Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed stated they were having trouble filling their arctic sun device. The floor initially received a low flow alert and sent it to biomed. Biomed stated when they powered it on, it gave an empty reservoir alert. Biomed emptied the reservoir and got out 1 liter of water. When tried to fill it back up, it pulled in a little water and stopped and would not completely fill. Per additional information received on (B)(6)2022, after confirming the biomed was using the correct water mixture, it was determined that the device needed a new level sensor. Biomed would order and replace onsite.

Event description:
It was reported that the biomed stated they were having trouble filling their arctic sun device. The floor initially received a low flow alert and sent it to biomed. Biomed stated when they powered it on, it gave an empty reservoir alert. Biomed emptied the reservoir and got out 1 liter of water. When tried to fill it back up, it pulled in a little water and stopped and would not completely fill. Per additional information received on 14nov2022, after confirming the biomed was using the correct water mixture, it was determined that the device needed a new level sensor. Biomed would order and replace onsite.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.